Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the subject coil experienced difficulty advancing within and out of the microcatheter. Upon removal the subject device had fractured within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure the subject coil experienced difficulty advancing within and out of the microcatheter. Upon removal the subject device had fractured within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the device revealed that the subject coil was/was not fractured/broken during use; therefore, based on this information the event is deemed non-reportable and emdr redaction will be filed with an aware date of (B)(6) 2020. The event will be re-assessed to reflect the decision change and emdr will be filed accordingly.

Manufacturer narrative:
B5 executive summary - not applicable. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject coil delivery wire was seen to be kinked bent. The subject main coil was seen to be stretched. During functional inspection, the coil was advanced through the introducer sheath without resistance and the coil was then advanced through the demonstration catheter and no resistance was found. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During analysis, the reported events main coil broken/fractured during use, coil in catheter friction, and coil difficult to remove or withdraw from catheter was not confirmed during analysis. It was seen that the main coil was stretched and the delivery wire was also seen to be kinked/bent. An assignable cause of not confirmed will be assigned to the reported events, as the coil was advanced through the introducer sheath without resistance and the coil was then advanced through the demonstration catheter and no resistance was found. The analyzed main coil stretched will be assigned procedural factors as this defect appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The analyzed coil delivery wire kinked bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.